Event description:
It was reported that during an unk procedure, when the hand piece was connected to the generator they got a hand piece error. A second hand piece was used to perform the case. No pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument.